Event description:
A distributor contacted zoll to report that a (B)(6) female patient had a burn under her right breast that bled. Follow-up indicated that the patient was going to contact her physician to resolve the irritation. The current medical status of the burn is not known. It is unclear if the patient received any medical intervention regarding the irritation. There is no indication that the patient was treated by the lifevest.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Evaluation method: code other. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.